Manufacturer narrative:
(B)(4). Investigation: a review of the complaint history, device history record, instructions for use(IFU) and quality control(qc) was conducted for the purpose of this investigation. No product was returned to assist with the evaluation. This product was not returned as part of the recall by the customer and was used after they were notified of lot numbers affected. Per quality control specifications, there is a 100% inspection; verifying the surface of the catheter is free of damage and excess bumps or roughness. It is also verified the distal tip/endhole is rounded smooth, not thin, slanted or out of round and that there are no splits, nicks, damage, excess material or debris present. This product is shipped with an IFU which states under precautions: "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." / "the possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." Corrective/preventative has previously been opened to investigate this failure mode. The appropriate personnel have been notified and we will continue to monitor for similar complaints.

Event description:
During a bilateral femoral angiograph, approximately 1.5cm of the distal end broke off inside the patient. To retrieve the broken off piece. The physician utilized a snare to retrieve the broken off piece. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is currently under investigation.

Event description:
During a bilateral femoral angiograph, approximately 1.5cm of the distal end broke off inside the patient. To retrieve the broken off piece. The physician utilized a snare to retrieve the broken off piece. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.